Event description:
The customer placed her hand into the architect c8000 analyzer while the instrument was processing samples. The pipette arm stuck her hand. The pipetter arm was damaged, but the customer did not sustain any injury. Add'l info indicates that the customer was working against instructions when placing her hand inside the instrument while it was processing/analyzing samples.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.